Event description:
When attempting to wean an right ventriculor assist device patient, they were unable to select desired weaning value. The driveline was switched to the left output and there were no problems. There was no impact to the pt. Abiomed field service examined the unit but was unable to reproduce the problem. The weaning pc board assembly was replaced as precaution.